Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported the surgeon found air leaking during a flap creation procedure. The doctor changed the patient interface and completed the surgery. There was no patient harm.

Manufacturer narrative:
(B)(4).